Event description:
It was reported that either the minimum or the maximum button of the device became stuck and the device stayed on. Another harmonic scalpel was used to finish the procedure. There was no pt injury. Additional info was requested, but no additional info was made available. A f/u report will be sent if additional info is received.

Manufacturer narrative:
Final device investigation found that the maximum button was stuck and stayed on, but the device was able to give a reading. It also was noted that the minimum button had an abnormal molding to it.